Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples, but 1 set of laboratory results were provided for investigation. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record and complaint history could not be conducted. In addition, technical service contacted the customer for assistance on 3 separate occasions, however, no response was received. Our business team regularly reviews the collected data for identification of emerging trends. If additional information is provided, this complaint will be re-opened and further investigated.

Event description:
It was reported when using the unspecified bd vacutainer® blood collection tube, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "I¿m looking for any ideas on how we might have gotten false low potassium and glucose results, and falsely high creatinine, on a sample. All other results were consistent. The sample was not collected from a line. I¿m concerned with the 19:45 values. The patient was admitted to the hospital after the 19:45 labs were collected so some of the small decreases after that could be caused by circulating IV fluids."